Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the relationship of the event to the device or therapy was related and the relationship of the event to the implant procedure was not related. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving sufentanil (375.0 mcg/ml at 155.13 mcg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported a MRI induced pump motor stall on (B)(6) 2017 at 21:23 was seen on first interrogation. The patient came in on (B)(6) 2017 to get her pump checked. There was no recovery as of (B)(6) 2017 at 13:18. On second interrogation to attempt and re-start the logs said a motor stall occurred on (B)(6) 2017 at 22:25, either way it did not recover. It was noted a motor stall recovery occurred on (B)(6) 2017 at 13:18. No patient symptoms were reported. Interventions included a reprogramming on (B)(6) 2017. The outcome was resolved without sequelae on (B)(6) 2017. The etiology was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.